Event description:
Returned decapo power pack showed bite marks and a broken housing with electrolyte leakage. However, neither pt contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
The device has been returned to headquarters where it will be evaluated. When available, a deice failure analysis will be submitted as a follow up report.